Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer¿s blood glucose (bg) level was 353 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.